Event description:
The customer reported, the system failed to display an image intermittently. No report of pt injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 201 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.